Manufacturer narrative:
PMA-510k: this report is for an unknown polymethylmethacrylate (pmma) cement (vertecem v+)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for 78 patients with 26 females and 52 males (mean age, 61 ± 14 [21 - 90] years; 66.7% female) undergoing vbs procedures for traumatic, osteoporotic, or metastatic thoracolumbar compression fractures between 01/2012 and 12/2020 were included in the study. Minimum follow-up period was 6 months after surgery. Polymethylmethacrylate (pmma) cement (vertecem v+, depuy synthes, raynham, ma, USA) was injected bilaterally into the stent cavities. Complications: intraoperative complications - (material failure (n=2) therein no stent deployment could be seen (n=2) insufficient ballooning (was defined as a bursted balloon or leaking contrast agent despite compliance with the maximum permitted filling volume and pressure.) Radiographic complications - vbs dislocation or cut out (n=3) cut out . (Any stent laying at any part outside of the vertebral cortical border was taken into account for a stent-cut-out). Radiographic complications - cement leakage - no vascular leakage reported -33 (none of the cement leakages had a clinically relevant consequence requiring further treatment.) (N=21) patients with cement leakage into the anterolateral, paravertebral region. (N=11) patients with intradiscal cement leakage. (N=1) patient with posterior cement leakage into the spinal canal. Radiographic complications (n=1) adjacent segment fracture. Clinical complications -revision surgery (n=1) revision surgery . The patient developed potential procedure related spondylodiscitis with subsequent bone necrosis at the vbs level 5 months after index surgery. Therefore, a subtotal corporectomy with cage replacement, disc biopsy and posterior instrumentation was performed. This is for depuy synthes polymethylmethacrylate (pmma) cement (vertecem v+). This report captures the reported cement leakage. This is report 5 of 6 for (B)(4).